Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl (250 mcg/ml) and morphine (10 mg/ml) via an implanted infusion pump. It was reported the patient was having the first refill after their catheter revision and the expected reservoir volume was 29ml however they were only able to pull back 2.5 ml. The caller noted the patient felt like their pump wasn't working either. The hcp decided to try to fill the pump however they were not able to inject anything. Tech services (tss) confirmed with caller that they were using a mdt refill kit and checked to make sure everything was patent. Tss confirmed with caller that they tried troubleshooting steps (holding back negative pressure) and that did not work in pulling any more medication back. Tss confirmed with caller the patient did not have any heat therapy or falls/traumas. Caller confirmed there were no programming or refill issues prior to this. The caller wanted assistance with putting pump to min rate in the meantime and they will schedule replacement. Tss walked caller through steps to program pump to min rate.